Event description:
It was reported that during a da vinci si surgical procedure, the gray part of the suction irrigator instrument's tip broke off fell into patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with the distal tip and inner lumen dislodged from snake wrist disk. The missing distal tip that fell into patient was returned, it was taped to suction irrigator instrument main tube. The instrument's snake wrist also exhibited a dislodged disk. Engineering concluded that damage was likely due to excessive side loading or other type of mishandling. Instrument has no remaining uses left. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.